Event description:
It was reported that the customer experienced a blood glucose (bg) that was "low" (specific value was not provided) to below 54 mg/dl, cause was unknown. Customer consumed juice & carbohydrates to address bg level. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.